Event description:
It was reported that pump experienced malfunction alarm malf 12 while customer was in vehicle and initially unable to provide further information, and malfunction recurred even after customer performed pump reset with assistance from technical support. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged pump replacement, confirmed shipping details, provided instructions for storage mode, return of problematic pump, and setup of replacement pump including programming pump settings and connecting glucose sensor.